Manufacturer narrative:
(B)(4). The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. The customer provided two photos and returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples were ejected. The sterile barrier of the returned sample was compromised due to the packaging damage. A device history record review was performed, and no relevant findings were identified. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Root cause was identified in CAPA. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the package was found broken during inspection. Involved 390 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Event description:
It was reported that "the package was found broken during inspection. Involved 390 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint "broken package - sterility compromised" was confirmed with the customer supplied pictures. However, complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73j2300900 the staplers were visually inspected, and issue reported "broken package - sterility compromised" was not observed in the current manufacturing process. A device history record review was performed based on potential lots from sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable root cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the package was found broken during inspection. Involved 390 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.